Event description:
It was reported that this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan. It was noted that a previous attempt to schedule a MRI scan in (B)(6) 2022 was considered off-label because the right atrial (ra) lead was programmed to unipolar. Review of remote monitoring data revealed there was a lead safety switch (lss) in (B)(6) 2022 due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Review of stored episodes revealed noise with oversensing prior to the lss. The ra lead remains programmed to unipolar sensing/pacing, and many atrial tachy response (atr) episodes have been stored with myopotential noise since then. The physician decided to continue with the off-label MRI scan; the plan was to turn off the ra lead and place the device in voo for the MRI scan. Ts recommended further ra lead evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.